Event description:
It was reported that during the use of the product, fluid was found inside the pilot balloon. There was too much fluid for it to be water vapor condensation. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. It is the most probable that a fluid was introduced into inflation system due to a practice which is not in compliance with instructions for use. DHR review was done, no issues related to the original complaint were found.